Event description:
It was reported that nurse states they have a neonate that started rewarming around 1700. The patient got up to 34.2c and then the temp dropped, and wt(water temperature) was around 30c at this time. Nurse states patient was now 32.4c. Nurse was not sure why the patient temp dropped and was wanting to confirm the device was working correctly. Nurse provided s/n (B)(6). Current pt(patient temperature) 32.4c, rewarming tt(target temperature) 36.5c, wt(water temperature) 38.3c, wfr(water flow rate) 0.8 l/min. Nurse notes no alerts or alarms have occurred. They have not seen the flow rate drop. Suggested confirming the tubing was straight with no kinks or bends. Discussed flow rate and correlation with heater function. Informed nurse the device appears to be responding appropriately and was making warm water. They explained not able to determine why the patient temp dropped, if possible, it was related to the flow rate or not. Informed nurse once therapy was completed, we can download the case data to review to see what may have occurred. Nurse selects adjust under rewarm patient box, rewarm from set to 36.5c, rate is 0.5c/hour, rewarm target 36.5c. Nurse adjust the rewarm from to 33c so that it didn¿t not rewarm too quickly. Confirmed pad was tacoed around baby, no blanket was between the pad and baby. Recommend any counter warming that was okay per their protocol, such as warm blankets, bair hugger etc. Informed nurse to keep an eye on the flow rate and call back if it does drop or if the patient was still not rewarming over the next few hours. Second call received: received a follow up page at 8:17 am. Nurse states the rewarming duration shows 45 minutes remaining. However, the patient temp was 35c. The patient temp was warming and ended up dropping back down again. Current pt 35c, wt 39.9c, wfr 0.8 l/min. Nurse confirmed they not seen the flow rate drop and the water temp has remained above 38c since the first call. Had nurse select adjust under rewarm patient, rewarm from shows 36.1c. Explained this was why the remaining duration was 45 minutes, the device would rewarm to 36.1c as quickly as possible and then rewarm at the controlled rate. It looks like the patient may have gotten to 36.1c at some point before dropping back down. Had nurse adjust rewarm from to the current pt(patient temperature) 35, rewarm duration now shows 3 hours remaining. Informed nurse the device was working as it should and is making extremely warm water. It appears to be patient related. Recommended to consult the provider to discuss the patient losing heat. Recommended counter warming such as warm blankets, bair hugger, overhead heat etc. If allowed by their protocol or the provider and informed nurse with the extended period of warm water exposure, we recommend more frequent skin checks for signs of skin injury. Encouraged nurse to call back with any questions or issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states they have a neonate that started rewarming around 1700. The patient got up to 34.2c and then the temp dropped, and wt(water temperature) was around 30c at this time . Nurse states patient was now 32.4c. Nurse was not sure why the patient temp dropped and was wanting to confirm the device was working correctly. Nurse provided s/n (B)(6) . Current pt(patient temperature) 32.4c, rewarming tt(target temperature) 36.5c, wt(water temperature) 38.3c, wfr(water flow rate) 0.8 l/min. Nurse notes no alerts or alarms have occurred. They have not seen the flow rate drop. Suggested confirming the tubing was straight with no kinks or bends. Discussed flow rate and correlation with heater function. Informed nurse the device appears to be responding appropriately and was making warm water. They explained not able to determine why the patient temp dropped, if possible, it was related to the flow rate or not. Informed nurse once therapy was completed, we can download the case data to review to see what may have occurred. Nurse selects adjust under rewarm patient box, rewarm from set to 36.5c, rate is 0.5c/hour, rewarm target 36.5c. Nurse adjust the rewarm from to 33c so that it didn¿t not rewarm too quickly. Confirmed pad was tacoed around baby, no blanket was between the pad and baby. Recommend any counter warming that was okay per their protocol, such as warm blankets, bair hugger etc. Informed nurse to keep an eye on the flow rate and call back if it does drop or if the patient was still not rewarming over the next few hours. Second call received: received a follow up page at 8:17 am. Nurse states the rewarming duration shows 45 minutes remaining. However, the patient temp was 35c. The patient temp was warming and ended up dropping back down again. Current pt 35c, wt 39.9c, wfr 0.8 l/min. Nurse confirmed they not seen the flow rate drop and the water temp has remained above 38c since the first call. Had nurse select adjust under rewarm patient, rewarm from shows 36.1c. Explained this was why the remaining duration was 45 minutes, the device would rewarm to 36.1c as quickly as possible and then rewarm at the controlled rate. It looks like the patient may have gotten to 36.1c at some point before dropping back down. Had nurse adjust rewarm from to the current pt(patient temperature) 35, rewarm duration now shows 3 hours remaining. Informed nurse the device was working as it should and is making extremely warm water. It appears to be patient related. Recommended she consult the provider to discuss the patient losing heat. Recommended counter warming such as warm blankets, bair hugger, overhead heat etc. If allowed by their protocol or the provider and informed nurse with the extended period of warm water exposure, we recommend more frequent skin checks for signs of skin injury. Encouraged nurse to call back with any questions or issues . Per follow up information received via phone on (B)(6) 2024, it was reported that the baby was less than 72 hours old and weighed less than 10 pounds. They could not remember the gender of the baby. States that they put the device in manual mode to warm the baby and added warming blankets. The device did not go to biomed. No impact to the patient and therapy was completed.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.